Event description:
Customer alleged blood glucose results of greater than 300 mg/dl and 40 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having symptoms of low blood glucose and self-treated with "sugar pills". Customer reported feeling better in 10 minutes. No serious adverse event was reported in connection with the alleged malfunction. The suspect device was unavailable for return; replacement product was sent.